Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/14/2024, a sales representative reported via phone that an ar-3636 knotless 1.8 fibertak soft anchor locked up before tensioning. Another ar-3636 knotless 1.8 fibertak soft anchor was used, and the suture from the repair stitch broke, and the anchor popped out. All sutures and anchors were removed from the patient. The case was completed using three more of the same product from the same lot with no issues. There was a three-minute delay. This was discovered during a labral repair procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.